Event description:
The customer contact reported device breakage; subsequently a leak was noted. It was reported that the tubing set was being used to deliver an unspecified volume of normal saline via gravity. At 1120, an unspecified secondary tubing set was connected to the clave secondary port on the cassette of the primary tubing set and was being used to deliver 788mg of rituxan in 500ml of dextrose 5%. At 1125, it was reported that the clave secondary port on the cassette of the tubing set was noted to be broken and approximately 4 ml of solution leaked onto the floor. The customer contact reported the solution was cleaned up per facility protocol and a spill kit was used. The tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no reported delay in therapy critical to the patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.